Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) , implanted: (B)(6) 2006, product type catheter product ID 85 96sc lot# serial# (B)(6), implanted: (B)(6) 2012, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 23-oct-2007, UDI#: (B)(4). ; product ID: 8596sc, serial/lot #: (B)(6), ubd: 19-oct-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing bupivacaine 0.75 mg/day 2mg/ml morphine 0.75 mg/day 2 mg/ml via an implantable pump. It was reported that the catheter was occluded and the patient not getting relief from drug delivery system. Here were no known envi ronmental/external/patient factors that may have led or contributed to the issue. Catheter access port procedure performed on (B)(6) 2024 , but unable to aspirate or push dye into the catheter. Surgery date pending for pocket exploration and catheter revision. The I ssue was not resolved. The physician has no further information for medtronic. The patient was alive and no injury.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the catheter revision took place on (B)(6) 2025. The hcp tried to aspirate the catheter side port and was unsuccessful. The hcp put in an 8780 catheter. The old catheter remained in patient but was not in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.